Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube spasm ('tubal spasm') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube spasm (seriousness criterion hospitalization), tooth loss ("tooth crumbling and falling out"), dental caries ("tooth cavity"), procedural pain ("mine was done in office and had extreme pain"), pelvic pain ("hurt all the time") and alopecia ("hair loss") and underwent tooth extraction ("top teeth pulled"). Essure treatment was not changed. At the time of the report, the fallopian tube spasm, tooth loss, dental caries, procedural pain, pelvic pain, tooth extraction and alopecia outcome was unknown. The reporter considered alopecia, dental caries, fallopian tube spasm, pelvic pain, procedural pain, tooth extraction and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: teeth pulled, hair loss. Reporter was added. On 23-mar-2020: social media received: new reporter were added. On 23-mar-2020: new reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube spasm ('tubal spasm') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube spasm (seriousness criterion hospitalization), tooth loss ("tooth crumbling and falling out"), dental caries ("tooth cavity"), procedural pain ("mine was done in office and had extreme pain"), pelvic pain ("hurt all the time") and alopecia ("hair loss") and underwent tooth extraction ("top teeth pulled"). Essure treatment was not changed. At the time of the report, the fallopian tube spasm, tooth loss, dental caries, procedural pain, pelvic pain, tooth extraction and alopecia outcome was unknown. The reporter considered alopecia, dental caries, fallopian tube spasm, pelvic pain, procedural pain, tooth extraction and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube spasm ('tubal spasm') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube spasm (seriousness criterion hospitalization), tooth loss ("tooth crumbling and falling out"), dental caries ("tooth cavity"), procedural pain ("mine was done in office and had extreme pain") and pelvic pain ("hurt all the time"). Essure treatment was not changed. At the time of the report, the fallopian tube spasm, tooth loss, dental caries, procedural pain and pelvic pain outcome was unknown. The reporter considered dental caries, fallopian tube spasm, pelvic pain, procedural pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Fallopian tube spasm & pelvic pain, procedural pain were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube spasm ('tubal spasm') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube spasm (seriousness criterion hospitalization), tooth loss ("tooth crumbling and falling out"), dental caries ("tooth cavity"), procedural pain ("mine was done in office and had extreme pain"), pelvic pain ("hurt all the time"), alopecia ("hair loss") and pelvic discomfort ("baby kicking (flutter)") and underwent tooth extraction ("top teeth pulled"). Essure treatment was not changed. At the time of the report, the fallopian tube spasm, tooth loss, dental caries, procedural pain, pelvic pain, tooth extraction, alopecia and pelvic discomfort outcome was unknown. The reporter considered alopecia, dental caries, fallopian tube spasm, pelvic discomfort, pelvic pain, procedural pain, tooth extraction and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: new event baby kicking (flutter) was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.